Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and blower foam degradation, contamination to sk blower reported during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported the incorrect information in section d9 (it should be yes but checked as no in previous report, also date returned to manufacturer should be 19-may-2021) and section h3 (it should be yes, but checked as no in previous report).